Manufacturer narrative:
This ipg serial number is included in field advisories. Recall number: 1627487-07262012-002-r. (B)(4).

Event description:
It was reported the patient did not charge the ipg as recommended and the ipg became inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved.